Manufacturer narrative:
Model number/catalog number: sc-2218-50; serial number: (B)(4). Batch/lot number: (B)(4). Model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient was experiencing redness, pain and burning sensation at the ipg site. The physician believed that there was cellulitis in the area and that the symptoms were not device or procedure related. The patient was prescribed oral and intravenous antibiotics. The patient underwent an explant procedure as a precautionary measure.